Event description:
It was reported that pump displayed malfunction alarm code, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared alarm without recurrence, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.